Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the issue, the fse was able to reproduce the issue so the fse replaced the power cord assembly and drive manifold assembly. Repair done and performed functional and safety checks. Unit cleared for clinical use and returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) outer jacket from the line cord was damaged. The k8 valve was very noisy. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h6, h10. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (B)(6): the failure analysis and testing dept. Received a ac power cord with a reported unit failure of the outer jacket on the cord being damaged.. The fat performed a visual inspection and found the part to have a damaged rubber shielding on the cord. This poses a risk to the test fixture and will not be installed. Fat was able to verify the reported issue but no root cause defined. Retaining the part in the failure analysis and testing department per procedure.